Event description:
The patient contacted lifescan in august, 2005 alleging that their one touch ii meter was reading inaccurately erratic. The patient reported blood glucose results of "277 mg/dl and 27 mg/dl" with a lifescan meter, performed within 11 to 20 minutes of each other. The patient did not experience symptoms of high/low blood glucose levels, suffer injury, or receive medical intervention. The customer service agent attempted to walk the patient through two consecutive check strip tests; however, the meter would only prompt the apply sample message. The csa verified that the patient was using the correct testing technique. The meter and control solution were replaced.